Event description:
The customer reported via phone call that the insulin pump had a partial display and then a blank display. The customer stated that the partial display started about couple of months ago and the blank display for a month. The insulin pump does not have physical damage and was not exposed to moisture. Blood glucose value is unknown. The customer was advised to discontinue the use of the device and revert to a back a plan. The customer declined receiving a replacement insulin pump. She was advised she should not continue using the device. The customer hung up.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.